Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient's outflow graft was clotted off, which was visualized via CT scan. The pump was turned off and the patient is being hemodynamically supported by IV inotropes.

Manufacturer narrative:
The pump was turned off and the patient is being hemodynamically supported by IV inotropes. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.